Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer reported the insulin pump had alarmed button error and the keypad was temporarily unresponsive. Since then the buttons on the device has been sticking and it takes multiple presses for them to respond. Customer's blood glucose was unknown. Customer does not recall any significant events that may have lead to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.